Manufacturer narrative:
(Device codes): problem code 2522 captures the reportable event of wire failure to release bow. A visual assessment of the returned device revealed that the device was in good condition. Functionally, the device bowed within specification. The complaint was not consistent with the reported event of wire won't release bow. It was determined that the device did not present any visual issue and it worked as intended. Returned device review includes visual, dimensional and functional evaluations, which showed no evidence of either the alleged issue or any defect that could have contributed to the reported event, consequently not confirming the reported complaint, since the device was found within specifications. All compiled information on this investigation determines that the most probable cause is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific that a hydratome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the hydratome would bow on its own and would not unbow. Reportedly, there was no issue of the device noted when it was tested prior to use. In addition, there was no visible damage noted on the device. The procedure was completed with a second hydratome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that a hydratome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the hydratome would bow on its own and would not unbow. Reportedly, there was no issue of the device noted when it was tested prior to use. In addition, there was no visible damage noted on the device. The procedure was completed with a second hydratome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.